Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp via a manufacturer representative (rep). The hcp reported that the drill sleeve started to overheat within 10 minutes of use during a mastoidectomy. There was no impact on the patient or the procedure. The drill was replaced with one of the other drills and the procedure was finished.

Manufacturer narrative:
Device has yet to be returned for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a handpiece attachment. It was reported that the handpiece sleeve overheated during use. No patient information was reported.

Manufacturer narrative:
The device was received for evaluation and repair. Analysis pre-temperature testing found the device heated to 116° f after 5 minutes. The bearings were corroded and the device was in need of preventative maintenance. The bearings and multiple mandatory parts were replaced. The device was repaired to manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.